Event description:
It was reported that during follow-up, stored egms showed noise on the right ventricular channel. Lead remains implanted. Patient condition is good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.